Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause: mlc-18 user has high glucose value. Note: manufacturer contacted customer on follow-up calls in order to ensure the customer's condition since the initial call; customer states that he went to the ER on several occasions ((B)(6) 2017). All visits were related to diabetes. Customer was treated with insulin and metformin. They also put the customer on a strict diet.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 170mg/dl. Customer states he is feeling dizzy and denies the need for medical attention at the tie of the call. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: customer called in to order test strips since his ran out. Customer states he went to e.r. Yesterday ((B)(6) 2017) due to his sugar being at 500mg/dl. While at the hospital, they ran tests and gave him insulin injections. Customer was released from the hospital the same day with his sugar at 200mg/dl. Customer states he is currently feeling dizzy and denies the need for medical attention. Customer's normal fasting range is 150-170mg/dl. Informed customer to contact his insurance to order testing supplies. Customer states he has another branded meter at home to test with and he will contact his distributor for further assistance. Customer is satisfied with the product.